Event description:
It was reported that that the security seal (light blue color) of an all-in-one container was not properly attached. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device and one photo were received for evaluation; the sample arrived in its original but open packaging and the equipment was evidently used. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all parts are correctly assembled and in accordance with specifications. A leak test was performed to rule out any other defect; the result is zero leaks in the set. A functional test was carried out in the assembly and removal of the part (blue tip) to verify that it was functional. The blue tip its assembled according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.